Event description:
Reporter indicated that his vns therapy programming handheld was having "serious issues", thus indicating that it was not performing as intended. Follow-up with the reporting site revealed that the handheld was freezing during interrogation and during programming. Handheld and accompanying software were subsequently returned to manufacturer for analysis. An analysis was performed on the handheld ans software, and no anomalies that support the reported complaint were identified. No anomalies with device performance were noted during testing using the ac adapter or the main battery with a full charge.